Event description:
A report was received that the patient will have a pocket revision due to discomfort at the pocket site as the ipg is close to the patient's spine.

Event description:
A report was received that the patient will have a pocket revision due to discomfort at the pocket site as the ipg is close to the patient's spine.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the physician replaced the ipg and one lead per preference. Clik anchor was also added during the procedure. No malfunction was suspected. The patient is reportedly well following the procedure. The explanted devices will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will have a pocket revision due to discomfort at the pocket site as the ipg is close to the patient's spine.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time due to non-device related medical issues.